Event description:
When the pt returned for re-treatment with a bulking implant material, the dr observed a very small amount of exposed bulking material from the previous implant during cystoscopy. The material was knocked off during the introduction of the scope and removed with graspers from the bladder. The pt was described as continent. No further complications were reported.